Manufacturer narrative:
(B) (4). Eval results: arterial and venous occlusion; challenging anatomy with a short calcified seal zone. Conclusions: challenging anatomy with a short calcified seal zone.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 month ago. Aneurysm morphology was not reported. It was reported that the patient had challenging anatomy with a short calcified seal zone. The graft was landed very close to the right renal at the time of the procedure. At the time of implantation, the surgeon knew they were very close to the renal artery but felt that the renal artery had adequate flow and did not to intervene at that time. It was reported that the patient had a subsequent increase in creatinine and following further investigation, it appeared that the stent graft was encroaching upon the right renal artery. The physician attempted to implant a stent in the kidney however, was unable to advance the stent to the kidney. The physician elected to perform a hepato-renal bypass to restore flow to the kidney. No additional clinical sequelae were reported and the patient is fine.